Manufacturer narrative:
The t:slim x2 g5 pump user guide states: "keeping the syringe vertically aligned with the cartridge, and the needle inside the fill port, pull back on the plunger until it is fully retracted. This will remove any residual air from the cartridge. Bubbles will rise toward the plunger." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed in the cartridge tubing. The customer's blood glucose (bg) level was 540 mg/dl and was addressed via manual injection and bolus. Reportedly, the customer did not complete the cartridge air removal procedure prior to filling the cartridge. Tandem technical support educated the customer on proper load technique. Customer acknowledged.